Event description:
Information received indicates the left siderail will not latch due to a bent latch cover plate.

Manufacturer narrative:
The technician adjusted the siderail latch plate to repair the bed.